Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No rewind anomaly noted. Pump received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip; however, the test reservoir fit with reservoir compartment, missing reservoir tube o-ring and cracked reservoir tube.

Event description:
Customer reported via phone call to have difficulty rewind insulin pump. Customer's blood glucose was 400 mg/dl. Customer reported that insulin pump passed displacement test. Customer also reported that reservoir could not be locked into place. Customer was advised that insulin pump would need to be replaced.